Manufacturer narrative:
H6: it was reported that the bolt of a bhr curved cup introducer fractured during impaction. The alleged instrument was returned for evaluation. Based on the device evaluation, the device shows scratches and signs of wear from usage. The bolt is fractured off of the device and it was not returned with the device. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for said introducer, and this failure will continue to be monitored. The production records were reviewed for the device involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The root cause can likely be ascribed to problems traced to the device reaching the end of its useful life. It is unknown how many cycles the instrument has been through in its 2+ years of use. Damage from repeated use can occur over time. Factors known to contribute to the reported failure are excessive force used during surgery, improper reprocessing of the device and the device reaching the end of its useful life. It should be noted that the bhr surgical technique states ¿examine instruments for wear or damage before use. While rare, intra-operative instrument breakage can occur. Instruments that have experienced excessive use or force may be susceptible to breakage¿. The instrument will be discarded. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that the bolt of a bhr curved cup introducer fractured during impaction. Nothing fell into the wound. The procedure was performed without any delay. No back-up device needed as the part broke upon final mallet hit. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).